Manufacturer narrative:
(B)(4). Batch # u93a76. Date of event is 2020. Event day and event month were not reported. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device and visual analysis of the returned sample determined that the b12lt device was returned with no apparent damage. Further analysis showed that the device had 12mm printed on the universal seal and the sleeve belongs to an 11mm, not allowing the obturator to be inserted into the sleeve. In addition, the tip from the sleeve was noted to be damaged. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through our quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Additional information received: a video was received for review. Upon visual inspection of the video, the following was observed: the video shows a sleeve and obturator in the hands of user, who tries to pass the obturator through of sleeve, however, the obturator appears to be larger than the sleeve. Based on the video reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Please refer to hands on device analysis (see above) for additional evidence needed to confirm the root cause of the reported event.

Event description:
It was reported that during an unknown procedure, the trocar was not entering the canula. It is unknown how the procedure was completed. There was no patient consequence.